Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a total vaginal hysterectomy (tvh) procedure performed on (B)(6) 2022 for the treatment of uterine fibroids. During the procedure, the dart fell into the patient's body when the suture was fired using the capio slim. Reportedly, the dart was recovered from the patient and the procedure was completed with another suture, but the same capio device. There were no patient complications reported as a result if this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Block h10: one capio device was returned with no deployment suture. A visual examination of the returned capio slim device revealed that the 10 riveting pins were in place. No issues were noted with the cage, carrier, handle and the distal end. A functional analysis was also performed using a suture dart for testing. The purpose of this step was to ensure that the dart penetrated the cage without issues. The test was repeated 3 times and revealed that the suture dart was loaded into the carrier and it deployed properly and penetrated into the cage without problem. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of dart detachment of device or device component could not be confirmed as no issues were noted with the device testing during device analysis and the suture was not returned for analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a total vaginal hysterectomy (tvh) procedure performed on (B)(6) 2022 for the treatment of uterine fibroids. During the procedure, the dart fell into the patient's body when the suture was fired using the capio slim. Reportedly, the dart was recovered from the patient and the procedure was completed with another suture , but the same capio device. There were no patient complications reported as a result if this event.